Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 147 mg/dl (system 1) and 76 mg/dl (system 2). On the same day, the patient also received the following results within 15 minutes: 122 mg/dl (system 1) and 72 mg/dl (system 2).